Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a bent and stretched fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during the explant procedure should be taken into consideration. Further inspection revealed cuttings in the insulation. Blood penetrated the lead in these areas. It is reasonable to assume that these damages were caused during the surgery. During further analysis, no other deviations were noted which might be related to the clinical observation. In summary, a deformed fixation helix was noted. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was removed because the patient was complaining of discomfort. The system has not been replaced at this time. The hospital retained the devices. Should additional information be received, this file will be updated.